Event description:
New information received notes that another instance of signal artifact was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.

Event description:
It was reported that patient presented with signal artifact noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.